Manufacturer narrative:
Block d4, the lot number has been updated to 0035509162 based on the additional information that was received on january 14, 2026. Block h6, imdrf device code has been corrected. Block h6: imdr device code a1502 captures the reportable event of stent first flange difficult to position. Block b5 has been updated based on the additional information that was received on january 14, 2026. Block h11: investigation results: based on the available information, boston scientific could not confirm the reported event of stent first flange difficult to position. The device has not been returned for product evaluation as the device remains implanted; therefore, a technical analysis could not be performed. Based on the information available and without proper evaluation of the device, it is unknown if the reported events were due to the physician's technique during the procedure, or whether it was related to a device malfunction. Device history review: a review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. Device technical analysis: the complaint device was not returned for evaluation; therefore, a technical analysis could not be performed as the device remains implanted; therefore, a technical analysis could not be performed. Labeling review: a labeling review was performed and, from the information available, the device was used in a manner inconsistent with the instructions for use (IFU)/ product label. It was reported that the distal flange was deployed and that the physician re-sheathed the stent outside the patient. However, the IFU states, "the axios stent and electrocautery- enhanced delivery system instructions for use, the stent cannot be resheathed after the first flange has been deployed." The stent is not intended to be resheathed after the first flange has been deployed. Risk review: a risk review of the axios stent and electrocautery enhanced delivery system was completed and confirmed that the events of stent first flange difficult to position were defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of unable to exclude device problem.

Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was to be implanted in the bile duct during an endoscopic ultrasound (eus) procedure performed on (B)(6) 2025. During the procedure, the physician experienced difficulty deploying the stent. The distal flange did not fully deploy during the second step of the procedure. However, the physician proceeded anyways to the third step. Continuing with the fourth step, the distal flange deployed, but the physician was unable to accurately determine the stent's position. Due to the risk of accidentally deploying the entire stent into the bile duct, the device was pulled back, and the distal flange was incorrectly deployed in the duodenum. The physician was able to re-sheath the stent outside the patient, and the procedure was successfully completed using the original device. There was no patient complications reported as a result of this event. Note: it was reported that the distal flange was deployed and that the physician re-sheathed the stent outside the patient. However, per the axios stent and electrocautery- enhanced delivery system instructions for use, the stent cannot be resheathed after the first flange has been deployed. Once the first flange of the stent has been deployed the stent is not intended to be re-sheathed.

Manufacturer narrative:
Block d4, the lot number has been updated to 0035509162 based on the additional information that was received on january 14, 2026. Block h6, imdrf device code has been corrected. Block h6: imdr device code a1502 captures the reportable event of stent first flange difficult to position. Block b5 has been updated based on the additional information that was received on january 14, 2026.

Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was to be implanted in the bile duct during an endoscopic ultrasound (eus) procedure performed on (B)(6) 2025. During the procedure, the physician experienced difficulty deploying the stent. The distal flange did not fully deploy during the second step of the procedure. However, the physician proceeded anyways to the third step. Continuing with the fourth step, the distal flange deployed, but the physician was unable to accurately determine the stent's position. Due to the risk of accidentally deploying the entire stent into the bile duct, the device was pulled back, and the distal flange was incorrectly deployed in the duodenum. The physician was able to re-sheath the stent outside the patient, and the procedure was successfully completed using the original device. There was no patient complications reported as a result of this event. Note : it was reported that the distal flange was deployed and that the physician re-sheathed the stent outside the patient. However, per the axios stent and electrocautery- enhanced delivery system instructions for use, the stent cannot be resheathed after the first flange has been deployed. Once the first flange of the stent has been deployed the stent is not intended to be re-sheathed.

Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was to be implanted in the bile duct during an endoscopic ultrasound (eus) procedure (B)(6) 2025. During the procedure, the physician experienced difficulty deploying the stent. The distal flange did not fully deploy during the second step of the procedure. However, the physician proceeded anyways to the third step. Continuing with the fourth step, the distal flange deployed, but the physician was unable to accurately determine the stent's position. Due to the risk of accidentally deploying the entire stent into the bile duct, the device was pulled back, and the distal flange was incorrectly deployed in the duodenum. The physician was able to re-sheath the stent outside the patient, and the procedure was successfully completed using the original device. There was no patient complications reported as a result of this event. Note: it was reported that the distal flange was deployed and that the physician re-sheathed the stent outside the patient. However, per the axios stent and electrocautery- enhanced delivery system instructions for use, the stent cannot be resheathed after the first flange has been deployed. Once the first flange of the stent has been deployed the stent is not intended to be re-sheathed.

Manufacturer narrative:
Block d4, h4: the complainant was unable to provide the complaint device lot number. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. Block e1 initial reporter email has been updated with the additional information that was received on october 20, 2025. Block h6: imdr device code a1502 captures the reportable event of stent first flange difficult to position.

Manufacturer narrative:
Block d4, h4: the complainant was unable to provide the complaint device lot number. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. Block h6: imdr device code a1502 captures the reportable event of stent first flange difficult to position.

Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was to be implanted in the bile duct during an endoscopic ultrasound (eus) procedure performed on (B)(6) 2025. During the procedure, the physician experienced difficulty deploying the stent. The distal flange did not fully deploy during the second step of the procedure. However, the physician proceeded anyways to the third step. Continuing with the fourth step, the distal flange deployed, but the physician was unable to accurately determine the stent's position. Due to the risk of accidentally deploying the entire stent into the bile duct, the device was pulled back, and the distal flange was incorrectly deployed in the duodenum. The physician was able to re-sheath the stent outside the patient, and the procedure was successfully completed using the original device. There was no patient complications reported as a result of this event. Note: it was reported that the distal flange was deployed and that the physician re-sheathed the stent outside the patient. However, per the axios stent and electrocautery- enhanced delivery system instructions for use, the stent cannot be resheathed after the first flange has been deployed. Once the first flange of the stent has been deployed the stent is not intended to be re-sheathed.